Manufacturer narrative:
(B)(4).

Event description:
It was reported that at the time of unrelated generator replacement, atrial lead was noted to have episodes of noise that could be reproduced with patient arm movement. Patient was asymptomatic lead was capped and replaced on (B)(6) 2016. The patient was in stable condition before, during and after the procedure.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicated that an insulation anomaly was also observed.